Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Troubleshooting was performed and an o-ring was found on the pneumatic tap preventing the cartridge from being properly installed. The customer removed the o-ring and loaded a cartridge to address the event. Additionally, it was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. A cartridge change was performed resolving the alarm. Blood glucose was 289 mg/dl.